Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2017-05765, 1627487-2017-05766 & 1627487-2017-05767. It was reported the patient was not receiving effective stimulation from her scs system. A company representative met with the patient and found multiple lead contacts with impedance out of normal range. Reportedly, some lead contacts were invalid (high) and a others were low. The representative was unable to reprogram the patient's scs system around the impedance issues. Follow up identified surgical intervention was taken and the physician replaced the patient's right-side lead. Effective stimulation therapy was reportedly confirmed postoperatively. It was undetermined which was the right-side lead, all possible devices are being reported.